Event description:
An impella cp was placed via the femoral artery to support a 74-year-old male patient admitted with acute myocardial infarction and cardiogenic shock, in scai stage d shock. The patient's comorbidities included coronary artery disease, diabetes mellitus, and renal insufficiency. After insertion, the patient experienced pain down the impella accessed limb and was noted to have poor pulses with sluggish distal flow. This was treated by the placement of the fem-fem external bypass and ischemia improved. Post-procedure, dark, red urine was noted from the foley catheter. An echo was performed and the device was seen to be at roughly 2.5cm from the aortic valve annulus, with no impingement on any structures within the left ventricle. The patient had high afterload, but repositioning the device was deemed unnecessary as there was no impedance on impella flows. On the second day of support, the patient was bridged to impella 5.5. Acute limb ischemia and hemolysis are known risks associated with impella cp support as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1, b2. H1: updated reportability to death. H6: added codes per information in the complaint file. An impella cp was inserted via the right femoral artery in a 74-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock in scai stage d. The patient had a prior history of coronary artery bypass graft surgery, known coronary artery disease, diabetes mellitus, and renal insufficiency, and required advanced support including inotropes, vasopressors, and mechanical ventilation for respiratory failure. Pump 1: (B)(4) (impella cp). Upon arrival to the cardiovascular unit, initial assessment of the patient with the impella cp in place included foley catheter insertion, at which time dark red urine was observed draining from the catheter. An echocardiogram was performed, demonstrating the impella cp positioned approximately 2.5 centimeters from the aortic valve annulus, without impingement on left ventricular structures. The patient was noted to have markedly elevated afterload, with systemic vascular resistance measured in the 2000s. Repositioning of the impella cp was not pursued, as there was no impedance to impella flows and device position appeared appropriate. During the hospital course while supported with the impella cp, the patient experienced hemolysis and distal limb ischemia of the right femoral artery access site, as well as pain. Following removal of the impella cp and escalation to an impella 5.5, the hemolysis and distal limb ischemia improved. Pump 2: (B)(4) (impella 5.5). The patient was subsequently supported with an impella 5.5. Nursing documentation reported hematuria during support with the impella 5.5, and the device performance level was subsequently reduced. The patient had a known history of chronic kidney disease. There was no documentation indicating device malposition or contact with cardiac structures while supported with the impella 5.5. Additional information received clarified that hemolysis was not attributed to the impella 5.5 device but rather occurred during prior support with the impella cp. The patient¿s clinical course occurred in the setting of severe cardiogenic shock, markedly elevated afterload, prior coronary artery bypass graft surgery, diabetes mellitus, chronic renal insufficiency, and the need for prolonged mechanical and pharmacologic circulatory support. The reported events occurred in the context of the patient¿s complex comorbid conditions and critical clinical state. Despite escalation of mechanical circulatory support, the patient expired. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the impella and the reported event. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. B5 amended. B7 was inadvertently omitted on the initial manufacturer device report. During the clinical course, the patient experienced hemolysis and subsequently expired while supported with the impella 5.5. And the death is reported in MFR 1220648-2026-02414.

Event description:
An impella cp was inserted via the right femoral artery in a 74-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock in scai stage d. The patient had a prior history of coronary artery bypass graft surgery, known coronary artery disease, diabetes mellitus, and renal insufficiency, and required advanced support including inotropes, vasopressors, and mechanical ventilation for respiratory failure. Pump 1: upon arrival to the cardiovascular unit, initial assessment of the patient with the impella cp in place included foley catheter insertion, at which time dark red urine was observed draining from the catheter. An echocardiogram was performed, demonstrating the impella cp positioned approximately 2.5 centimeters from the aortic valve annulus, without impingement on left ventricular structures. The patient was noted to have extremely elevated afterload, with systemic vascular resistance measured in the 2000s. Repositioning of the impella cp was not pursued, as there was no impedance to impella flows and device position appeared appropriate. During the hospital course, the patient experienced hemolysis, ischemia, pain, and required surgical intervention in association with the impella cp. Pump 2: the patient was later supported with an impella 5.5. Nursing documentation reported hematuria during support with the impella 5.5, and the device performance level was subsequently reduced. The patient had a known history of chronic kidney disease. During the clinical course, the patient experienced hemolysis and subsequently expired while supported with the impella 5.5. The patient¿s clinical course occurred in the setting of severe cardiogenic shock, markedly elevated afterload, prior coronary artery bypass graft surgery, diabetes mellitus, chronic renal insufficiency, and the need for prolonged mechanical and pharmacologic circulatory support. There was no documentation indicating device malposition or contact with cardiac structures to suggest a mechanical cause for hemolysis. Hemolysis in this setting may be influenced by the patient¿s underlying renal dysfunction, critical illness, and hemodynamic instability. Based on the available information, the reported events occurred in the context of the patient¿s complex comorbid conditions and critical clinical state. The patient expired.

Manufacturer narrative:
Investigation summary: cardiac failure, pain, ischemia: the cause of the injury was not determined due to insufficient clinical details. Miwb/ hemolysis: the cause of the hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
H6 codes e0611, f2301, and f1905 have been added. H1 has been updated from death to serious injury.

Manufacturer narrative:
This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.